Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2009 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2018 during which the surgeon noted the mesh had eroded into the anterior vagina near urethra. It was reported that the patient experienced stress and urge urinary incontinence.

Manufacturer narrative:
Date sent to the FDA: 04/13/2023. Additional b5 narrative: it was reported that the patient experienced pain, discomfort and foreign body reaction.